Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to test blood glucose (bg) level at the time of requesting a bolus, and miscalculated the amount of insulin needed. Subsequently a larger bolus than needed was delivered, and bg level decreased to 33 mg/dl. The customer drank juice to treat bg level. Recommendation was made for customer to discuss diabetes management with a healthcare provider.